Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component confirmed and duplicated the reported issue. Pt800 and pt802 had recorded faults in the event log, but only pt800 failed calibration. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the displays ventilator inoperable, motor fault, transducer fault, high rate, and low peak inspiratory pressure alarms. The customer reported the turbine pressure transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.